Event description:
Customer reportedly received results of 518 mg/dl and 153 mg/dl within 10 mins on the advantage system. No blood glucose symptoms reported with these results. No action taken based on device results. No qcs were used. No adverse event reported. Requested return of suspect device and replacement was sent.